Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Forty-twoevents were reported for this quarter. Thirty-eight devices were received for evaluation; 24 events were duplicated during testing. The reported event was not duplicated during testing for 5 devices; however, the devices were outside specifications. Sixteen devices were found to be affected by corrosion. Twelve devices were found to be affected by compromised lubrication. One device was found to be affected by shattered bearings. The reported event was not confirmed for 8 devices; the devices were found to be within specifications for the reported event. One device evaluation is in progress. Four devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 42 malfunction events, in which the device overheated. One event had patient involvement; the patient received a minor burn. Thirty-three events had no patient involvement; no patient impact. Seven events had patient involvement; no patient impact. One event had unknown patient involvement and unknown patient impact; attempts are being made to obtain additional information.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 5 previously reported events are included in this follow-up record. Product return status : 1 device was received for evaluation. 4 devices were not available to stryker for evaluation. Evaluation status 1 reported event was not confirmed during testing; the device was found to be within specifications. Additional information : 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 42 </noe> malfunction events, in which the device overheated; 1 event had patient involvement; the patient received a minor burn; 33 events had no patient involvement; no patient impact; 7 events had patient involvement; no patient impact; 1 event had unknown patient involvement and unknown patient impact; attempts are being made to obtain additional information.